Event description:
It was reported that the ventilator displayed an alert during patient use. The patient was transferred to another ventilator without any reported harm.. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The facility biomed engineer evaluated the device and verified the issue. The biomed engineer then replace the graphic user interface (gui) keyboard. The ventilator then passed testing and was placed back in service. The keyboard was discarded by the customer.